Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 18. Sept. 2015 expiry date: 01. Sept. 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing and product development investigations were performed for the subject device (pfna ø11 130° l240 tan, part number 472.266s, lot number 9640605). The subject device was returned with the complaint condition ¿migration of pfna blade postoperatively¿. The subject device was received along with the associated complained blade and bolt. The devices were observed to have some traces to of wear and were functional. A review of patient x-rays provided to synthes showed that the subject device was backing out laterally. As the nail (part 472.266s) and bolt (part number 459.380) were still positioned and no allegation of complaint was made against them. Further review of the post-operative x-rays showed that there was no gap between the blade head element and the sleeve (blade body). Therefore, the blade was locked adequately by the user. The received nail is in a used condition, there are slight wear marks visible at the upper part of the nail. The blade bore is in a good condition, just very slight wear marks are visible. The hole for the distal locking bolt is damaged on one side. The manufacturing documents of all received parts were reviewed and no complaint related issues were found. The relevant dimensions of the blade and the nail were as far as possible checked and no deviation could be detected. A functional test was performed and it was possible to lock and unlock the blade without any issues. The blade bore is intact and has compared with the blade just very slight wear marks. The damage at the distal locking hole is an indication of an excessive contact between the locking bolt and the nail, but afterwards it is not possible to define if this was caused during insertion, in-situ or extraction. The anodized layer is worn out at the damage so it can be concluded that it was caused post-manufacturing. However, on the x-rays it is visible that the locking bolt was in place as required, therefore a relation between this damage and the complained malfunction can be excluded. Finally no product related issue could be detected and as the blade was apparently locked the cause of this occurrence cannot be defined. There was detailed information about the implantation of the device provided but no information about the performed revision and the condition of the patient in the operation report mentioned osteoporosis. The complaint condition is confirmed; however, a root-cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Additional product code: hwc. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) blade migrated postoperatively. It was implanted on (B)(6) 2016 to treat a pertrochanteric fracture of the right femur during a closed reduction and internal fixation procedure. The revision took place on (B)(6) 2016. The provided x-rays were reviewed by the manufacturer and it was noted the lateral migration of the blade could be seen. This is report 2 of 2 for (B)(4).